Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultrasoft lancing device has a damaged lancet holder that will not keep the lancet in place. This complaint is classified according to the documentation of the customer care advocate and the answers to the following questions obtained on february 26, 2009. The pt usually tests once a day (in morning), but sometimes will test more frequently. The pt takes metformin, 2 pills with breakfast and 2 pills with supper. The lancing device issue began a few months ago in 2008. Reportedly, after the reported issue began, the pt was unable to test his blood glucose and took his usual oral diabetes medication. The pt estimated that he was unable to test his blood glucose for "a couple of week" due the reported issue. During the aforementioned two weeks, the pt reportedly became unconscious and the emergency services were called. Upon arrival, the emt tested the pt's blood glucose and provided the pt with oral glucose as treatment. The pt allegedly felt better after his treatment. The pt was brought to be hospital and was diagnosed with hypoglycemia. The pt remained at the hospital or a few hours and did not receive treatment. His diabetes medication was not changed immediately before or after the hospital incident. Reportedly, the pt adjusts his food based on the meter reading. If his blood glucose is high, he will either eat less or watch more closely the type of food he is eating. Prior to the hospital incident, the pt ate normally and did not participated in any strenuous activities. The pt allegedly was unable to test, as the lancing device was not working. He explained that had he been able to test and obtain a result, he would have known his blood glucose was low and drank a glass of orange juice, which always works for him. The pt feels that because he could not test, he was unable to treat himself in time. During troubleshooting, the reported issue was not resolved with treatment. This complaint is being reported because the pt claimed he received medical intervention for symptoms that were suggestive of hypoglycemia after he was unable to test his blood glucose due to the lancing device issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.